Manufacturer narrative:
The device was tested by the facility biomed and had unspecified repairs completed. The customer has declined to send any product for evaluation so no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that devices shut down during transport of a critically ill infant during an infusion of multiple inotropic medications. After heart transplant surgery, the patient was in route to cicu from the operating room. As the anesthesiologist came off the elevator with the patient (after rolling the pumps over the elevator threshold), several pumps simultaneously shut down. The anesthesiologist was able to rapidly restart the pumps. The patient coded upon entry into the cicu. The patient required chest compressions and significant advanced supportive care following the code event. After the event, the patient stabilized and was later discharged home. Although there were multiple factors involved, the team felt that the interruptions in the inotropic medications played a significant role in this patient¿s decompensation. The biomed team examined, tested, and repaired the affected equipment.